Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device defib/CPR meter connection failed during cardiac arrest. The patient involved was being treated on the scene during a cardiac arrest when the users applied their phillips mrx pads to the patient. While attempting to look at the patient¿s cardiac rhythm on the monitor display using the paddles mode, the display was blank. The cable connection was checked between the monitor and the pads cable. When the users held the pads cable connection, the display changed and a rhythm was seen, but the rhythm displayed was no longer visible when the cable was released. The AED pads leads were changed and still there was no rhythm display in paddles mode. The monitor was able to display a 3 lead ECG rhythm. The users requested a second als unit to treat the patient.